Manufacturer narrative:
(B) (4). (B) (4). Device #3: part # 12673-03, lot #82014-6h indicated is being filed under a separate medwatch MFR number. Improper method: pt selection: the perclose proglide instructions for use state under, "special pt populations, the safety and effectiveness of the perclose proglide smc devices have not been established in pts with femoral artery calcium, which is fluoroscopically visible at access site." The device was received. Investigation is not completed.

Event description:
Device malfunction: device #2 needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure using the pre-close method of a heavily calcified common femoral artery after an interventional procedure. Reportedly, after uneventful deployment of the first proglide device, an attempt was made to deploy a second proglide device. The second device was rotated 90 degrees, during suture deployment of the second proglide when the needle plunger was retracted a needle tip was not captured by a cuff. The device was removed and a third proglide was deployed after adjusting the device angle, but when the needle plunger was retracted a needle tip was also not captured by a cuff. The device was removed and a fourth proglide device was deployed. The sutures from the first device and the fourth device were used to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.